Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as the customer declined to provide specific information. The pump was confirmed to be replaced, with technical support instructing the customer to return the problematic pump using a prepaid label and box. The customer was informed of the need to replace the pump and a replacement was provided. However, the customer chose not to share what type of backup therapy would be used.